Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator vte (end tidal volume) is reading high after replacing the expiratory flow senor. When sets it to 100ml it is reading 125ml. As of this time, there is no information of patient involvement associated with this reported event.